Event description:
On (B)(6) 2023, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving bg readings in the 400 mg/dl to 500 mg/dl range with her dario meter compared to a bg reading of 74 mg/dl from her non-dario meter.

Manufacturer narrative:
Dario's representative spoke to the user on the phone, however could not perform troubleshooting since the user did not have her dario device with her. Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.